Event description:
Reporter states the the rh foot siderail will not latch. Spoke to reporter , he stated that he replaced the center arm assy, p/n 69843s, and the problem with the rh foot siderail not latching has been resolved.